Manufacturer narrative:
Adverse event problem: investigation findings changed from c0601 degradation problem identified to c1601 assembly problem identified. Investigation conclusions changed from d15 cause not established to d0301 manufacturing deficiency.

Manufacturer narrative:
The pod was received with the soft cannula deployed and evidence of corrosion visible through the top and bottom housings. A crack was observed on the top housing of the pod. It could not be determined when this crack occurred. Initial attempts to download the data were unsuccessful as the battery voltages of all three batteries were measured to be lower than expected. An external power supply was attached to the pod in order to download the data. Corrosion was observed on the bottom battery, pcb assembly, and mechanism rail spring. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula 0.109 in. From the nailhead. This tear resulted in an internal leak that contributed to the observed corrosion and prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 491 mg/dl. The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with a new pod.